Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
Description summary: "it was reported that, after a right tka surgery was performed on (B)(6) 2023, the patient underwent a revision surgery on (B)(6) 2025 due to unknown reasons. The following devices were explanted: one (1) gii oxin p/s fem right sz 5, one (1) gns ii cmt tib size 4 {} right and one (1) lgn ps high flex xlpe sz 3-4 9mm. The current health status of the patient is unknown.

Event description:
It was reported that, after a right tka surgery was performed on (B)(6) 2023, the patient underwent a revision surgery on (B)(6) 2025 due to pain and potential loosening. The following devices were explanted: one (1) gii oxin p/s fem right sz 5, one (1) gns ii cmt tib size 4 {} right and one (1) lgn ps high flex xlpe sz 3-4 9mm. The current health status of the patient is unknown.

Manufacturer narrative:
New information provided. Sections b5 and h6 (health effect - clinical code) updated. Internal complaint reference: case-(B)(4).